Event description:
A maquet heartstring device was being used for a proximal anastomosis on the aorta during an off-pump bypass procedure. As the doctor attempted to remove the device from the aorta in the normal fashion, he noticed the umbrella-like tip was missing and appeared to be broken off inside of the aorta. The rep for maquet was immediately notified and confirmed that the particular piece is not radiopaque.